Event description:
Nurse started to flush a hickman catheter. As she was flushing it, she heard a "pop" noise and noticed that the tubing had a diagonal split in the tubing. The tubing was clamped and the hickman catheter had to be removed. Special procedure staff described the tubing as looking ripped. Pt denied any trauma to catheter. The pt did not have an adverse reaction, pain, or deterioration in health due to the catheter tubing split. Reason for use: chemotherapy.